Event description:
It was reported that blood backed up into the filter after the as lvp 20d low sorb 2ss 0.2m cv tubing was primed, and a leak was found at the connection between the two. The following information was provided by the initial reporter: "ivf bag and tubing was changed per protocol. Tubing primed easily and I did not notice anything off. After infusing for about 30 mins or so, I noticed blood had backed up into the filter of the tubing. I then inspected closer and it was leaking at the filter connection of the tubing. New tubing with a separate filter was primed and used instead with not issues."

Manufacturer narrative:
H6: investigation summary one used primary set, model 11532269 lot 21016169, was received by the customer for investigation. Upon visual inspection, it could be observed that the filter's upper air vent membrane was wetted/compromised. No other defects were observed. The set was functionally tested and fluid leaked out from both filter vents and the connection between the top of the filter and tubing. The customer's complaint that blood had backed up into the filter of the tubing and was leaking at the filter connection was verified. Visual inspection under magnification was performed on the filter vents and connection components. It could be identified that the tubing was not securely attached to the filter outlet component. Probable identified cause for the leakage at the connection between tubing and the filter port is that the tubing sleeve was mistakenly expanded during the assembly process. In previous line layout versions, the sleeve should be expanded to be assembled to the filter port, which may cause a confusion to the operator. To prevent future occurrences of this type, an operation step has been added and completed on 03feb2021to separate assemblies of the adult filter that do not use expander. The set was then sent to the filter supplier to determine the cause of the leakage from the filter vent. Closer inspection of the leak area showed a slight crack on the connector housing of the filters, the crack seen on the filters showed signs of being mechanically damaged during the supplier's assembly process. The root cause of the observed cracks has been unable to be identified, although the location and appearance of the defect has most likely been caused by misalignment of a housing during the manufacturing process that has caused mechanical damage. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood backed up into the filter after the as lvp 20d low sorb 2ss 0.2m cv tubing was primed, and a leak was found at the connection between the two. The following information was provided by the initial reporter: "ivf bag and tubing was changed per protocol. Tubing primed easily and I did not notice aything off. After infusing for about 30 mins or so, I noticed blood had backed up into the filter of the tubing. I then inspected closer and it was leaking at the filter connection of the tubing. New tubing with a separate filter was primed and used instead with not issues."